Manufacturer narrative:
Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, when an electrohydraulic lithotripsy (ehl) was repeatedly used, a pink line appeared on the screen of the spyscope ds ii, and it became worse. The procedure was not completed due to this event. There were no patient complications reported as result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, when an electrohydraulic lithotripsy (ehl) was repeatedly used, a pink line appeared on the screen of the spyscope ds ii, and it became worse. The procedure was not completed due to this event. There were no patient complications reported as result of this event. Additional information was received on march 07, 2022: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6), 2022. During the procedure, when an electrohydraulic lithotripsy (ehl) was repeatedly used, a pink line appeared on the screen of the spyscope ds ii, and it became worse. The procedure was not completed due to this event. There were no patient complications reported as result of this event. Additional information was received on march 07, 2022: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there was elevator marks on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no additional damage nor defects were noted. An image test for the alleged visualization problem was performed by connecting the device to a controller: no image was displayed. Manipulating the handle did not result in a live image. Articulating the tip using the knobs on the handle did not result in a live image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened, and the components were visually inspected. Manipulation of the camera wire and glue feature by applying pressure to the wire on the camera pads did not result in the establishment of a live image. The entire working channel was x-rayed for wire damage: no defects were observed during the live imaging. Finally, a curve trace test was completed on the camera assembly, the results match up with that of an open circuit in the ground signal suggesting the camera assembly has a defective ground signal causing the visualization problems. The reported event was confirmed. Curve trace of the camera assembly found electrical problems; however, the problems could not be visualized under magnification or x-ray imaging. It is possible that the failure occurred due to mechanical forces applied to the bond between the wire and rdl due to tortuous anatomy or positioning of the device during use. No manufacturing deviations were noted during investigation, and no similar complaints were identified that shared a common batch. This indicates that this may have been a random failure of the camera assembly during the procedure, or a defect with the sensor itself, however, a specific cause could not be identified. Based on all gathered information, the selected investigation conclusion code is cause traced to component failure, indicating that an expected or random failure with a device component caused or contributed to the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A similar complaint review was performed and had nine reported complaints, none of which had a conclusion code related to component failure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.